Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with preoperative diagnosis of degenerative disk disease and stenosis l5-s1. The patient underwent posterior decompression laminectomy, left side, posterior facet fixation bilaterally, l5-s1. Per-op notes: the patient was placed in a prone position and alcohol prep and drape were carried out in the usual fashion. A midline incision was utilized measuring about 3 inches in length. The spinous processes up towards and over the facet joints at l5-s1. Intraoperative films were taken to check our position. We then did a posterior decompressive laminectomy over on the left side. A partial laminectomy was carried out with the use of the "midax-rex ama" cutting tool and various sized rongeurs. We noted a significant amount of tightness over the s1 nerve root and it tended to exit out towards the s1 neural foramen. The thickened ligamentum flavum and osteoarthritic material was encountered and removed without difficulty. We then were able to trace probes up to the l5 pedicle region and out the l5 neural foramen, making sure it was free and clear. We then traced down along the s1 nerve root and it was free and clear. The epidural vessels were cauterized as necessary. Rhbmp-2/acs, cage and screws were also used in the surgery. No other information was provided.